Event description:
Medtronic covidien biosyn suture broke 3 times. Twice while tying and while holding suture up to cut. The surgeon had to re-suture incisions. This was for a laparoscopic cholecystectomy. FDA safety report ID # (B)(4).